Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer experienced an elevated blood glucose (bg) level displayed as "high" and ketones. A specific bg value was not provided. Subsequently, the customer went to the emergency room (ER). The customer received intravenous fluids of saline and insulin to address the bg. Customer was released from the ER 3 hours later with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin therapy.